Event description:
As reported on (B)(6) 2013, a male patient of unknown age presented for an angiographic procedure. During the procedure, while the treating physician was advancing the catheter in the patient's iliac artery, it was noted the catheter had bent inside of the patient and could not be retracted. The treating physician made an additional puncture in the patient's opposite groin, and used a guidewire to successfully retract the catheter. The catheter was successfully removed from the patient. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).